Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained right ventricular oversensing due to competitive atrial pacing was observed. Programming changes were recommended. Patient monitoring will continue.